Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Lack of aseptic technique is the leading cause of transmission of peritonitis causing pathogens. Therefore, the liberty cycler set can be excluded as the root cause of this infection. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
It was reported a peritoneal dialysis (pd) patient was hospitalized for nine days with peritonitis. Upon follow up with an outpatient clinic registered nurse, it was reported this patient was hospitalized with peritonitis in (B)(6) 2020 (exact admission and discharge dates unknown). Medical records pertaining to the specific details of the patient¿s hospitalization and peritonitis were unavailable in the outpatient clinic. The cause of the patient¿s peritonitis was reported to be attributed to poor technique during ccpd therapy at home. It was reported the patient became increasingly debilitated and had difficulty maintaining aseptic technique in their weak state. During this hospitalization, the patient had their pd catheter (not a fresenius product) removed and underwent hemodialysis (hd) therapy on a hospital provided hd device (unknown brand and model) through an existing fistula. The patient was discharged to home and continued hd therapy on an in-center basis post-discharge. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s).